Manufacturer narrative:
A visual evaluation of the returned device found that the stent was fully mounted. The shaft was kinked, and the outer sheath had detached from the proximal end of the guidewire access sleeve. There was evidence of a bond being present. This type of damage is consistent with excessive tensile force having been applied to the shaft. During analysis the outer sheath was retracted by hand and the stent was deployed. No issues were noted with the inner lumen or the stent. The most probable root cause classification of this investigation is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rx stent was used during a stent placement procedure performed on (B)(6), 2010. According to the complainant, the malignant target stricture was in the distal common bile duct and 2cm in size. The lesion was not pre-dilated. During the attempt to deploy the stent, it was reported that "the catheter wrinkled proximal to the transition zone" and the stent failed to deploy. It was reported that no portion of the delivery system detached. The procedure was completed with another wallflex fully covered biliary rx stent. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. This event has been deemed a reportable event based on the investigation results; the outer sheath had detached from the proximal end of the guidewire access sleeve.